Event description:
It was reported in a general comment that during use of supera stent delivery system (sds), the markers are not visualized during deployment causing an inability to use the markers for reference points. The stent is able to be successfully deployed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated. D4: the UDI number is not known as the catalogue and lot number were not provided. D6a: implant date estimated. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that due to operational circumstances (highly dense material of the guide wire and/or other devices, fluoroscopic difficulties) resulted in rendering the balloon markers difficult to see; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.